Event description:
It was reported that the catheter broke after the surgeon tenderly pulled it during the operation.

Manufacturer narrative:
The catheter arrived in two pieces. The broken ends of the catheter pieces were smooth. The catheter met all specifications for tensile strength and ultimate elongation testing. It passed the leak testing. No other noted anomalies were found. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacturer.